Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was evaluated, and a loss of connection was found. The root cause was determined to be potential patient misuse. No injury or medical intervention was reported.